Event description:
Per the clinic, the patient experienced a cholesteatoma in the ear canal resulting in the extrusion of the electrode array.the device was explanted on (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).